Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal and delaminated upstream occlusion (uso) seal. After investigation the results indicated a reportable malfunction due to the delaminated dso seal and delaminated uso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and uso seal, updated software, reset the unit to standard configuration, and performed dso/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device was unable to be turned on and there was physical damage to power port and other places. The user was unable to turn the device on so they were unaware of software level. There was unknown patient involvement, and unknown signs or symptoms experienced.